Event description:
The recipient is reportedly experiencing sound quality issues and fluctuating impedances. Programming adjustments were made; however, the issue is not resolved. A CT scan was performed and results were unremarkable. The recipient reportedly has hydrops. The recipient was reportedly prescribed steroids (type unknown) but has discontinued treatment.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Device testing revealed results within normal limits. External equipment has been exchanged; however, the issue did not resolve. Revision surgery has been scheduled. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section b.3 d.6b, d.9 advanced bionics considers the investigation into this reportable event as closed. The recipient's device was explanted. The recipient was reimplanted with another cochlear device. . Legal proceeding have prohibited the testing and failure analysis of the explanted device. As a result, no conclusion can be drawn at this time. If the legal proceedings allow for the analysis to be completed, the issue will be re-opened and the results of the analysis will be reported. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.